Event description:
It was reported to philips that the device intermittently displayed a red x in the status window. To temporarily resolve the issue on site, the customer would wiggle or re-insert the battery and the red x would disappear. This issue occurred during clinical use, however, there was no adverse effects to the patient.